Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 37 085-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ extension, product ID 37085-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ extension, product ID 3387-40, lot# v007611, serial#, implanted: 2009 (B)(6), explanted: product typ lead, product ID 3387-40, lot# v004947, serial#, implanted: 2009 (B)(6), explanted: product typ lead. (B)(4).

Event description:
It was reported that since the implantation of the patient's most recent implantable neurostimulator (ins) system they have more difficulty with their gait, mobility, walking, and speech. It was also reported that the patient was assaulted around (B)(6) 2012. The patient had an appointment on (B)(6) 2012 but desired to be seen sooner. Additional information was requested but was not available at the time of this report.